Manufacturer narrative:
(B)(4). Attempts for additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead noted decreased sensing and slightly decreased, but within normal range, pacing impedance measurements. As a result, a rv lead dislodgement was suspected. X-ray exam will be performed. No adverse patient effects were reported.